Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. Conclusion code is being used in lieu of an adequate conclusion code for device disposed. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during an anterior repair with mesh and vault suspension procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon pulling the uphold arm through the patient's left sacrospinous ligament, the suture broke. The physician tried to pull the arm through the ligament but the dilator also kept breaking as it was stuck and could not be pulled through the ligament. The physician then continued to pull the arm and used forceps to sway through the ligament, but the arm would break again. Reportedly, as it broke, it was clamped in the forceps. All pieces of the arm were retrieved from the patient. Reportedly, there were no issues with the capio device. During deployment of the capio suture, it was slightly tensioned and the capio deployed the suture through the ligament easily on the first attempt on both sides. The issue was that subsequently the arm assembly could not be pulled through the ligament. The same capio device and another uphold lite mesh was used to complete the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.